Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received within the past two years where this malfunction resulted in a serious injury. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Please note that while this product is not sold in the u.s., it is considered similar to products that are when taking into account composition and indications for use. The device was returned and evaluated and was found to have a cable disconnected from the plug. The device was repaired and returned to the customer.

Event description:
In this event it was reported that a x-smart dual apex locator provided incorrect measurements; no injury resulted.